Event description:
It was reported that during an ICD replacement procedure, the leads exhibited high impedance and high capture thresholds. Historically, measurements have been in normal ranges. The physician suspected that pulling the leads from the old ICD revealed an acute insulation tear. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.